Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's husband reported that the user experienced hyperglycemia with blood glucose (bg) levels of 468 mg/dl following an infusion set supply change. The user changed the infusion site with caregiver support, insulin delivery resumed, and bg began to stabilize. No hospitalization or medical intervention was required, and no long-term health effects were reported.